Event description:
The advocate stated her son received a blood glucose reading of 469mg/dl from his contour and a reading of 169mg/dl from the school nurse's contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate requested a new meter. Strips are not expected to be returned for evaluation.